Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, it was noted that the helix was damaged. The lead was not used and the patient was in stable condition.